Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the wire that holds the jaws of the device shredded exposing a wire on the maryland bipolar forceps while within the patient's body. The instrument was removed without any harm to patient. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During visual inspection, the instrument was found to have the loose grip cable at the distal end. Additionally, the instrument was found to have one grip cable broken at the proximal end. The grip cable was broken at the input shaft # 6. The clamping pulleys, input disks or input shafts did not exhibit signs of corrosion/contamination that would have contributed to the cable breakage. The complaint was confirmed by failure analysis. .